Event description:
The technician alleged that the bed had no head up function. No patient impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.